Manufacturer narrative:
Complaint history examination indicates no additional complaints were associated with the probe lots. A device history record (DHR) review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A probe sample was returned for evaluation. The sample was visually inspected using 25x magnification and found to be visually nonconforming. The needle is bent at the stiffener sleeve. Cut and aspiration testing were performed and deemed conforming. Actuation testing was performed and initially deemed nonconforming. Actuation was re-tested after disassembly and was then was deemed conforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The root cause of the customer's complaint could not be confirmed. The complaint evaluation did confirm that the probe was initially performing correctly and was used in surgery for approximately 20 minutes. It appears that sometime during the surgery, the probe needle became bent based on user handling. A bent needle may cause the inner cutter to bend and cause intermittent cut and actuation problems; however, for this probe, the cut testing during the evaluation was conforming. It is unknown how the needle became bent. The probe would not have been shipped in the returned condition. (B)(4).

Event description:
An ophthalmic surgeon reported that a probe had poor cutting during a vitreoretinal procedure. It is unknown whether the probe was aspirating. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).